Event description:
A surgeon reported that one of his pts is experiencing visual disturbances described arc-like shadows that are most evident in bright light. Symptoms appeared three days following contaract surgery. Visual acuity is 20/20.